Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set infused at a slower rate than expected. This occurred during infusion of a lipid solution. The set was used in conjunction with an infusion pump. The infusion rate was reported to be less than 0.5cc/hour. There was no patient injury or medical intervention associated with this event. No additional information is available.